Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been established.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator alarmed vent inop, xdcr fault and circuit disconnect during use on a patient. There is no patient harm associated with this event.